Event description:
Incoming information reported that the patient suffered an superior vena cava (svc) dissection with an angiodynamic j wire during an attempted implant. A chest tube was inserted into the patient accordingly. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).